Event description:
It was reported that the surgeon had passed the fiberlink with the suturesnare through the labrum and when trying to retrieve it, the suturesnare tip became stuck and broke as he pulled it out. X-rays confirmed the tip remains inside the tissue. Shoulder arthroscopy, labrum repair. No further pt info is available and no additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was not returned and the customer's complaint could not be verified. A review of the device history record revealed nothing relevant to this event. The cause of the complainant's event, however, could not be determined from the info available and without device eval.